Manufacturer narrative:
The actual device involved is not available for evaluation. Additional product and medical information is not available. The plant investigation is progress. A supplemental medwatch will be submitted upon completion of the investigation. A CAPA has been initiated to address this issue.

Event description:
The patient's home therapies registered nurse (htrn) contacted technical support to notify that the patient was hospitalized with septicemia. He had used two of the lots of the recalled product. She wanted to know what bacteria was identified in the products. She stated the doctor wanted to known. She did not have specific lot numbers which the patient used. The following day, (B)(6) 2015, a second report was received for this same patient event from a medical student on behalf of the physician at the hospital. The following represents the follow up from both reporters: according to the htrn, the patient was admitted to the hospital for fever and joint pain. She stated she did not assess the patient prior to his admission., however. She declined giving any further information . According to the medical student, the patient was admitted to the hospital on (B)(6) 2015 for fever, vomiting, and joint pain. The patient was being treated with antibiotics and the symptoms were improving rapidly. The blood cultures showed no growth. He spoke with the patient who denied any dialyzer leaks in the two weeks prior to the onset of the symptoms. He did not have lot numbers an dhe stated to the patient reported he did not have any samples of the product. Follow up was done with the patient. He reported he was hospitalized for 10 days and "o.r. Procedures". He further stated he had, "permanent injuries" from the sepsis. He is out of the hospital and dialyzing at home without issue. The remaining lots of product had been picked up. No samples available. No further information was made available.

Manufacturer narrative:
The actual product involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three months prior to the event. The investigation revealed that lots 15amlb004 and 15bmlb005 were recalled on july 15, 2015. A definitive conclusion regarding the involvement of the product in this event could not be reached without a physical examination of the complaint sample.